Event description:
Hosp advised that, during routine preventive maintenance servicing in the biomedical engineering dept, the pump did not alarm "air-in line" with doors open, did not alarm "door open" and the "auto on" feature did not work. This occurred on all four channels. There was no pt on the pump at the time.